Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution was selected for use during a watchman case to treat an atrial fibrillation (a fib). During the procedure the mechanical guidewire (mgw) got stuck in the dilator as the mgw was tracked up into the superior vena cava. The mgw was removed from the dilator and replaced with another device. No patient complications were reported. The procedure was completed successfully. The device is expected to be returned for analysis.